Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, it was reported that during surgery, a trigen meta-tan nail was inserted, ¿while trying to remove the drill guide from the nail, it was really difficult and required a lot of pressure on the guide bolt. When the guide bolt was finally removed, it was noted that a couple of threads from the tip were missing and appeared to be still in the nail.¿ a delay of 10 minutes was reported. Threads were left in the nail inside the patient. This component is made of the 17.4 stainless steel. Smith and nephew has not approved this material as implantable. However, ¿hardened 17.4¿ has been used as implant material, just not in a smith and nephew device. Impact to the patient cannot be determined at this time as corrosion and micro motion could be an issue. This material is expected to present low to negligible risk of these adverse biological effects. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, nail was inserted, while trying to remove the drill guide from the nail, it was really difficult and required a lot of pressure on the guide bolt. When the guide bolt was finally removed it was noted that a couple of threads from the tip were missing and appeared to be still in the nail. Delay of 10 minutes reported. Threads were left in the nail inside the patient.